Event description:
There had been no problem from at the time of implanting to the beginning of august, but on (B)(6) , abnormality (350hms) of a bipolar impedance value was observed, and the polarity switch was turned on to make it unipolar. At that time, the threshold value also increased, and the threshold value was 3.sv/0.4ms against the setting of 3.7sv/0.4ms. Additionally, the pacing failure developed intermittently. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).